Manufacturer narrative:
Other applicable components are: product ID: neu_unknown, product type: unknown.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they were reprogrammed on (B)(6) 2016, and felt stimulation more on group b than on group a. It was noted the manufacturer's representative (rep) did mention something to the consumer about hd settings, but didn't recall which group the rep. Said was hd. Following this the device "ran then shut off," so on (B)(6) they charged the ins from dead to completely full which took them three to four hours. The consumer went to bed on (B)(6) 2016 with the ins completely charged, but when they woke up the following morning the ins was showing .5 full, and they believed it wasn't holding a charge, even though they only had stimulation on for a little bit. Since being reprogrammed the ins had to be charged every day, even though the rep. Told them they would only have to charge once or twice a week. As a result the consumer was requesting the rep. Call him the review which group was set to hd settings. It was further reported when recharging was performed coupling was very inconsistent, and even though they weren't moving coupling boxes would go from eight to zero. It was further reported recharging was very uncomfortable and on (B)(6) they discovered a blister which they believed was from charging. Lastly, the consumer reported they didn't sleep well for the first week after the implant procedure even with opiates, and the dvd didn't explain very well that the patient programmer (pp) antenna needed to be over the implant when making changes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient and it was reported that they have had their previous implants replaced because they were outdated and took too long to charge. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are keeping the device as it works great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.